Manufacturer narrative:
A review of tickets determined that there is elevated complaint activity for lot 94357li00. A review of tracking and trending identified no trends associated with the complaint issue. The performance of the likely cause lot was investigated and did not identify any non-conformances or deviations. Manufacturing documentation including statistical process control (spc) charts were reviewed. This review found the likely cause lot demonstrated lower rlu rates for the calibration and positive control values, lower s/co values for the positive control at the or below of the lower specification limit of the spc chart. Retained reagent kits of lot number 94357li00 were calibrated and the calibrations met instrument specifications. All control values met control specifications. Two sensitivity panels and additional replicates of the positive control were tested, and values met specifications. No false non-reactive results were obtained. Additionally, six commercially available seroconversion panels were tested with reagent lot 94357li00 and the results were compared to architect anti-hcv results provided by the panel manufacturer. Reagent lot 94357li00 detected the same bleeds as reactive. Based on this data, it was shown that the sensitivity performance is not adversely affected. Labeling was reviewed and sufficiently addresses the customers issue. No systemic issue or deficiency of the architect anti-hcv lot 94357li00 was identified.

Manufacturer narrative:
Patient identifier: multiple = (B)(6). This report is being filed on an international product list 6c37, that has a similar us product distributed in the us, list 1l79 an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported discrepant results were generated for patient samples with 2 different lots while using the architect anti-hcv reagent. The customer stated that the results of the new lot and the old lot did not pass when compared. The following results were provided: (B)(6). No impact to patient management was reported.